Event description:
Physician performed an ercp on (B)(6) 2022. The new ercp scopes have a disposable tip/cap. Apparently this tip dislodged from the housing of the scope. The patient called the physician complaining that he felt like something was "stuck" in his esophagus. He then coughed up this "piece of plastic" he sent a picture to the physician. This piece was identified as the disposable tip. Lot # h1520/ expiration date 4/30/2024. This has been escalated to gi service line leadership. Gi service line leadership is following up with the manufacturer; olympus. The patient has no residual complaints or symptoms and is doing well. No harm or injury has been identified. FDA safety report ID# (B)(4).